Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed in that the pump exhibited "double beep with cassette" issue during the investigation. The root cause of the issue was unknown. A faulty downstream occlusion sensor will be replaced by service to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a "double beep, with cassette" while testing.